Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stent placement procedure on (B)(6) 2011. According to the complainant, the patient presented with an esophageal stenosis as a result of cancer. The patient's anatomy was tortuous, narrow and difficult to access. During the procedure, the deployment suture broke, and as a result, the stent was only able to be partially deployed. The stent device was removed from the patient and the procedure was completed with another ultraflex esophageal covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.